Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous left superficial femoral artery (sfa). A non bsc guide wire was placed in the lesion and the 3.0 x 20 wanda balloon catheter was advanced over the wire for pre-dilatation. During the first inflation, the balloon ruptured at 8 atms. The balloon was removed intact. The guide wire was exchanged for a 0.035 non bsc guide wire and a 3.0 x 40 wanda balloon catheter was utilized to complete pre-dilatation. The procedure was completed with the implant of 7 x 100, 6 x 100 and 7 x 120 non bsc stents and post-dilatation with a 6.0 x 40 wanda balloon catheter. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)